Event description:
It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture. A shepard's hook catheter was placed in the celiac axis. The direxion hi-flo microcatheter was placed first into the right hepatic artery. 75% of the sirspheres were infused with hand injection at this location. The microcatheter was then coaxially placed into the replaced right hepatic artery off the superior mesenteric artery supplying the posterior segments of the right lobe. 25% of the sirspheres were infused at this location. Patient experienced unusual episode of epigastric pain during the procedure which was short-lived and possibly related to contrast injection into a smallish artery in the pancreaticoduodenal arcade. The procedure was well tolerated by the patient. The onset of symptoms was about 25 minutes from start of procedure at the stage of injection of contrast through the direxion hi-flo microcatheter. Contrast had been given through a 5f diagnostic catheter prior to insertion of the direxion hi-flo microcatheter with no adverse effects. Given the short-lived nature, full treatment was able to be completed. Abdominal pain resolved by the morning following the procedure. No additional patient complications were reported and the patient's status is stable. The patient has been discharged. It was further reported that the patient's epigastric pain radiated to her back, patient was given fentanyl and within 5 minutes the pain resolved. The patient also experienced shortness of breath. O2 sats were within normal range but ventolin was given. Patient was hemodynamically stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).